Event description:
A customer reported experiencing a cgm error identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, and the customer successfully completed the sensor session without encountering the error again.